Event description:
Procedure type: bowel resection. According to the reporter: (B)(6) used a gia8038s for a bowel resection. He fired the gia across the proximal ileum and retracted the pusher bar completely. He then tried to open the device by pressing on the black open button. The instrument would not open. He tried for approximately another 5 minutes to get the instrument to open but was unable to. Mr barwood then used a second gia8038s instrument on the ileum and had to cut out the area with the original stapler. The procedure continued without any further incident. The original stapler has been discarded directly with mr barwood re this incident, so I am currently unaware of the patient status, blood by the hospital, so will not be returned for evaluation I have not been able to speak loss etc. The information I currently have is from the nurse in theatre. A hospital incident report has been raised by the surgeon.

Manufacturer narrative:
(B)(4).